Event description:
Boston scientific received information that due to the anatomy of this patient, the device was reportedly eroding through the skin. This device was included in the subpectoral implant 2009 product advisory, which was initially communicated on 12/1/2009. The physician opted to implant the device subpectorally, however, ultimately elected to explant the device. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.